Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to having a pulmonary embolism (pe) and deep vein thrombosis (dvt) in both legs. During placement of the ivc filter via the right internal jugular vein, the filter was deployed at the level of l3. Approximately on or about one month and twenty-three days post implantation of the ivc filter, the patient underwent an unsuccessful attempted removal of the filter via the right common femoral vein. Multiple attempts to snare the lower hook of the ivc filter proved unsuccessful despite what appeared to be apparent alignment of the ivc filter within the ivc. During the attempted removal, a steep oblique image was obtained demonstrating the distal hook lying outside the inferior aspect of the ivc. At this point further attempts at filter removal were discontinued. According to the information received in the patient profile from (ppf), the patient became aware of the alleged event approximately one month and twenty-three days post implantation of ivc. The patient reports to suffer from perforation of filter strut(s) outside the ivc, migration of entire filter other than to heart, filter embedded in wall of the ivc, and device unable to be retrieved. The patient also reports to have undergone an unsuccessful attempted removal of the ivc filter. In addition, the patient reports to suffer shortness of breath, chest discomfort, dizziness, edema in both legs, emotional distress, mental anguish, anxiety, stress, and the need for lifetime anticoagulation. (B)(4). It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. The information received indicated that the patient became aware of the alleged event approximately one month and twenty-three days post implantation of the inferior vena cava (ivc) filter. The patient also reports to have experienced perforation of the filter strut(s) outside the ivc, migration of entire the filter other than to heart, the is filter embedded in the wall of the ivc, and the device unable to be retrieved. In addition, the patient reports to suffer shortness of breath, chest discomfort, dizziness, edema in both legs, emotional distress, mental anguish, anxiety, stress, and the need for lifetime anticoagulation. The indication for the filter implant was pulmonary embolism (pe) and bilateral deep vein thrombosis (dvt). The filter was placed via the right internal jugular vein and deployed at the level of l3. Approximately one month and twenty-three days post implantation of the ivc filter, the patient underwent an unsuccessful attempted removal of the filter via the right common femoral vein. Multiple attempts to snare the lower hook of the ivc filter proved unsuccessful despite what appeared to be alignment of the ivc filter within the ivc. During the attempted removal, a steep oblique image was obtained demonstrating the distal hook lying outside the inferior aspect of the ivc. At this point further attempts at filter removal were discontinued. The patient¿s medical history has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported, migration, perforation, and retrieval difficulty could not be confirmed or further clarified. It is unknown if procedural factors may have influenced the events. Shortness of breath, dizziness, chest discomfort, leg edema and anxiety do not represent a device malfunction and may be related to underlying patient specific issues and medical history. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, perforation, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.